Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-00341. The patient received her scs system on (B)(6) 2011 including an ipg and surgical lead for bladder pain (off-label location). It was reported that her stimulation is functioning intermittently. Efforts to rectify this matter via reprogramming have been unsuccessful thus far. Follow-up on the patient found that at her most recent programming session she was given several new programs which proved to be comfortable option for her. No further intervention will be taken at this time as this situation will continue to be monitored.